Manufacturer narrative:
Due to the missing sample, the root cause of this issue could not be confirmed. Unfortunately, we did not receive the defective sample from the customer. But we received a similar complaint from the same customer for the same batch. There was a microhole at the junction of the catheter with the fixation wing. The catheter tube was partly torn from the fixation wing. Microscopic examination of the fracture plane showed a rough and uneven surface, which is a typical sign of a tensile fracture due to a high tensile load. Based on the product incident report (pir), the customer used alcohol-based chloraprep as a disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol-containing disinfectants. This may irreversibly damage the catheter. A review of the batch history records for 8138680 and 8150602 was performed, and no deviations were found. The batches complied with its specifications and were released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter components are randomly checked. Incoming goods inspections and visual tests after packaging are conducted with no exceptions found. We received eight complaints for batch no. 8138680 and six complaints for batch no. 8150602. Eleven similar complaints regarding a leaking catheter tube at the junction of the catheter and the fixation wing on code 4g07125235 were received within the last three years, but none of them were related to a manufacturing defect.

Event description:
PICC nurse was called to bedside of patient to assess wet dressing. PICC rn assessed and noted that PICC dressing was wet and biopatch was soaked. PICC rn lifted dressing and noted the PICC leaking IV fluids at the hub. PICC was removed and md notified. Bedside nurse reported that dressing had been changed 2 hours prior to the line leaking.

Event description:
PICC nurse was called to bedside of patient to assess wet dressing. PICC rn assessed and noted that PICC dressing was wet and biopatch was soaked. PICC rn lifted dressing and noted the PICC leaking IV fluids at the hub. PICC was removed and md notified. Bedside nurse reported that dressing had been changed 2 hours prior to the line leaking.

Event description:
PICC nurse called to bedside of patient to assess wet dressing. PICC rn assessed and noted that PICC dressing was wet and biopatch was soaked. PICC rn lifted dressing and noted the PICC leaking IV fluids at the hub. PICC was removed and md notified. Bedside nurse reported that dressing had been changed 2 hours prior to the line lieaking.